Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crtp) recorded high thresholds in right ventricular (rv). There were episodes of far-field r-wave oversensing noise with the right atrial (ra) lead. Significantly over the last year, the left ventricular (lv) lead experienced an increase in pacing impedance measurement but remains within normal limits. Technical services recommended troubleshooting options. No adverse patient effects were reported. The device and competitor rv, competitor ra and unknown lv lead remains ln-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).